Event description:
The healthcare professional reported that during a thrombectomy procedure, the two (2) 5mm x 33mm embotrap ii revascularization device (et007533 / lot# unknown) were unable to get through the concomitant headway® 21 microcatheter (microvention). There was no report of any negative patient impact. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this complaint file will be updated accordingly. Based on the result of the product analysis completed on 13-jul-2023, the reported issue meets usfda reporting criteria under 21 crf 803 as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the initial examination and examination under magnification of the returned embotrap device showed evidence of damage and deformation to the proximal struts and distal segment of the outer cage. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample headway 21 microcatheter. The returned embotrap device was unable to be fully inserted into the sample headway 21 microcatheter and delivered to the distal tip. The complaint event was confirmed using the returned embotrap device and a sample headway 21 microcatheter. Device insertion and delivery assessments were also performed using a sample embotrap device and a sample headway 21 microcatheter. These assessments demonstrated that failure to seat the insertion tool correctly can result in failure to deliver the device through the headway 21 microcatheter hub. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Investigation conclusion: the returned embotrap device shows evidence of damage and deformation to the proximal struts and distal segment of the outer cage of the device. A visual examination of the microcatheter used during the complaint event was not possible as the microcatheter used during the complaint event was not returned for examination. The assessments that were carried out as part of this investigation demonstrated that the returned device could not be delivered through a sample headway 21 microcatheter. The damage and deformation on the proximal struts and distal segment of the outer cage of the returned device prevented the successful insertion and delivery through a sample headway 21 microcatheter. The complaint event was confirmed. In the absence of a physical investigation of the microcatheter used in the event reported, a probable cause of the complaint event is failing to maintain correct seating of the insertion tool either initially or through the rhv seal not being fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. As demonstrated, attempting to deliver the embotrap device without fully seating the insertion tool can result in failure to deliver in the microcatheter hub. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00086 and 3011370111-2023-00087. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.